Event description:
Discordant, falsely low chloride (cl) results were obtained on four patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The customer ran quality controls, which resulted out of range. The samples were then repeated on an alternate advia 1800 instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found the ion selective electrode (ise) stirrer rotor malfunctioning. The cse replaced the stirrer rotor and cleaned the ise module components. Quality controls were run, resulting within range. The cause of the discordant, falsely low chloride results is related to the ise stirrer rotor malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.